Manufacturer narrative:
Lot number : reported to be either 8593029 or 8557980. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the standard fixed care wire guide was shredding during a cystoscopy procedure. The shredding was described as like pulling an elastic band and the fibers were coming apart. The shredding occurred inside the patient upon device removal. Another device was used to complete the procedure. No unintended part of the device remained inside the patient¿s body. No additional procedures were required. There were no adverse effects or consequences to the patient resulting from this occurrence. This report is related to manufacturer report numbers 1820334-2018-01576 and MDR 1820334-2018-01577. Three physicians at this facility reported the same issue occurred. Each event occurred on a different date.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, manufacturing instructions and quality control data. The customer reported using a standard fixed core wire guide from an unknown lot (indicating possibly either from lot 8593029 or 8557980). A review of the device history records for both possible lots was performed. The review showed 0 non-conformances for lot number 8593029. Two related non-conformance issues were found for lot number 8557980. The non-conformances included 3 products with a bent wire and 1 damaged wire guide. These items were scrapped in quality control. There is no indication of additional nonconforming devices in house or in the field. A review of complaint history revealed no other complaints have been received for either of the 2 possibly related lot numbers 8593029 or 8557980. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The question of what exactly ¿shredding¿ consisted of was unable to be answered, as the customer was unable to be reached for clarification on this description. It is possible that user technique was a factor as the customer stated that the device was new to them. It is also possible the cystoscope may have been pinched by patient anatomy at some point, causing the wire guide inside to ¿shred¿ as it was being withdrawn through that point. Without additional information however, this cannot be confirmed. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
Additional information received 12jun2018: the nurse present during the procedure reported, ¿my visual of the wire is that it was intact prior to withdrawal, the shredding is occurring on removal.¿